Event description:
Additional information received reported that the patient had two neurostimulators and had required a revision for the other one as well (see MFR. Rep. # 3004209178-2012-05943). The hcp believed that the patient was manipulating the batteries as there was no other explanation for the occurrence. It was reported that the patient's neurostimulator was revised on (B)(6) 2012, and following the revision the hcp discussed the manipulation with the patient and there had been no issues since. The reported revision date (B)(6) was before the patient's complaint (B)(6) and it was unclear if the patient had required a second revision. The reporter talked to the patient in (B)(6) and she was doing well with no further complaints.

Event description:
It was reported that in mid-june the patient was reaching for something under her bed when she felt something pull. The patient stated that the ins came unseated from where it was anchored to, and moved some laterally. Afterwards, the patient was only able to get 0-2 coupling bars during recharging, when she had previously gotten 6-8. The patient was able to recharge another neurostimulator with the recharger, so it was known that the recharger was working. Caller indicates that the ins does move some laterally, but not a great deal. It was noted that the patient may have played with the ins pocket. Use of the antenna locate feature did not resolve the issue. Palpating the area determined that the lead wires were coming out of the battery on the left side, indicating a flipped battery. The patient was scheduled for a revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2012 explanted: na; lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2012 explanted: na; programmer model 37744 serial# (B)(4); recharger model 37754 serial# (B)(4).